Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the stylet/guidewire was damaged. Visual summary analysis of the lead indicated damage at implant. The analyst commented the guidewire was stuck in lead and visual inspection found the guidewire's tip was damaged/bent inside of the lead's tip nose.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the guidewire became stuck in the left ventricular (lv) lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.